Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to being stuck with a sharp object, which indicates that some kind of stress was applied to the curved rubber. Furthermore, there is a possibility that the curved rubber was damaged at that time, leading to the breakage of the curved rubber. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a cut on bending section cover, water tightness was lost; adhesive on bending section cover had a chip; connecting tube had a wrinkle; control unit, scope cover, switch box, video connector case, video connector, light guide connector, video cable, protector of universal cord on control section side, universal cord, grip, light guide protector, angulation lever, up/down angulation lever plate all had a scratch; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to damage, angulation lever did not move smoothly; due to a cut on bending section cover, water tightness was lost; and the video cable had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope had a bending section cover tear. There were no reports of patient harm.